Manufacturer narrative:
This follow-up is being submitted to relay additional information. Concomitant medical products : g7 osseoti multihole 56mm f item# 110010266 lot# r3648624a. The reported event was confirmed as visual inspection found 2 gouges in the liner's post. The tapered portion of the liner exhibits damage in the form of scuffs and scratches. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00075, 0001825034 - 2019 - 00076.

Event description:
It was reported that the patient was revised three years after initial hip surgery due to loosening .